Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the sluggish performance issue. The programmer booted up in under 30 seconds and was able to interrogate multiple devices wireless and non-wireless without sluggishness. Analysis was unable to confirm the reported noise. Concomitant: product ID 229047 analyzer. (B)(4)

Event description:
It was reported that the programmer had a noise every 30 seconds, was extremely slow, needed calibration and an update. The programmer was returned for repair. No patient complications have been reported as a result of this event.